Manufacturer narrative:
During initial visual examination of the returned blood pump, red-brown deposits were seen between the membrane layers, confirming the customer complaint. The pump was then disassembled for further testing and the membrane layers were individually tested. A leakage was detected in the blood-side layer, located at the edge region of the membrane layer. The air-side layer and the middle layer were found to be intact. Dried blood deposits were detected between the membrane layers. The thickness of the blood-side layer and the adjacent layer were re-measured at defined points. The thickness of the individual layers at all defined points was found to be within specification. In the area around the leakage the thickness profile of the blood-side layer was found not to be homogenous, at the time of the re-measurement. The cause of the leakage in the blood-side layer was an inhomogeneity in the membrane thickness of this layer. If the thickness distribution across a single membrane layer is not homogeneous, there is the possibility that during pump function, the stresses in the material at the points of lower membrane thickness are higher than in the other areas of the membrane. In this case, this led to a leakage of the membrane at this location.

Manufacturer narrative:
The excor blood pump,s/n (B)(4), was in use by the patient from (B)(6) 2019 to (B)(6) 2019 (160 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. Initial visual inspection of the returned blood pump is indicative of a membrane defect. A detailed investigation report will be provided as soon as available.

Event description:
We were informed by the clinic about a suspected membrane defect of an excor blood pump of a patient support in the lvad configuration. The clinic provided a video at the time of the incident. Upon evaluation, berlin heart recommended to exchange the blood pump. The affected blood pump was exchanged in the clinic by trained personnel. The exchange was performed without complications and the patient is doing well.